Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 1000 mg/dl while wearing the pod between 1 and 4 hours. The patient reports they had lost consciousness. Once at the hospital the patients pod was removed. The patient reports they were in renal failure. As treatment, the patient was given insulin. The patient was prescribed ativan, vimpat, and lamictal. The patient was discharged from the hospital after 5 weeks. The patient reports their blood glucose level while on the call was 549 mg/dl. The patient reports their personal diabetes monitor (pdm) was lost at the hospital and their pod will not be returned as it has been discarded. The patient reports since being home form the hospital they are using insulin pens for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.